Event description:
Serious loss of voice / speech post surgery. Surgery performed - lt thyroid lobectomy. Reported condition to surgeon and hospital. Surgeon responded indicating the hemostasis agent, ethicon surgical powder may have caused a possible reaction. Surgeon also mentioned that 10-11 other pts have had similar outcomes of loss of voice due to vocal cord paralysis within a very short time frame. Event location: (B)(6).